Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient needed assistance in getting ins into MRI mode. Pt noted they need an MRI of their ear, and that their ent doctor prescribed the MRI. Pt reported they are unable to access MRI-mode because their ins is dead. Pt confirmed the ins battery went dead today (date valid). Pt noted they used the ins battery for 3 weeks, and indicated the ins just needed to be charged. Pss instructed the pt to get the insr (B)(4) out to charge the ins. Pt confirmed they were able to get to the ins charging screen, w/ 4 coupling boxes. Pt noted that it sometimes take a minute for the insr to "warm up" (pss understood this to mean it takes a moment for the pt to reposition the recharger antenna to get more coupling boxes filled), and confirmed w/ pss that they got 6 coupling boxes. Reviewed charging w/ the pt. Pt reported that it was about time that they checked the ins battery level, and reported they don't let the ins battery go dead because it takes "forever" to charge the ins. Pt stated they noticed this issue 1-2 years ago (asked, unknown). Pt explained that if they start a charge when the ins is at 60%, it takes them 2h to recharge. Pt reported that if the ins battery is depleted, then they have to charge the ins overnight. Pss advised the pt to charge the ins till the battery was at least 50%, before accessing MRI-mode. Pss sent the instructions to access MRI-mode. Pt called back and says they got into MRI safe mode and it shows that eligibility cannot be determined. I redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2021 and on (B)(6) 2021. The patient reported that they were only experiencing recharging taking too long when they would run the implanted neurostimulator (ins) charge down low. They were going to try and keep the ins charge above 50% to resolve this event. The patient also confirmed that they determined that their implanted devices are not compatible for MRI. Issue was reported to be resolved. Patient weight was provided.